Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, after less than an hour of initial use, the wrist axis suddenly stopped working, and the monopolar curved scissors (mcs) instrument could no longer be removed properly. The mcs instrument was removed from the body with the cannula still attached and replaced with a spare instrument, completing the procedure. The patient who used the product has an infectious disease, so the mcs instrument will be disposed of within the hospital. The procedure was completed with no reported injury.